Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed. No missing component was found after the visual inspection. All components are present and where they should be. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion on the spring fingers. The complaint was not confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: there was a missing round metal object. No one has noticed the missing part until it reached sterile services. Surgeon was informed about this and he is confident that it is not inside the patient and the missing piece has not yet been found.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, one of the metallic rings on the 0-degree 8mm endoscope was lost. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.